Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the synchroseal instrument is returned and evaluated and/or if additional information is received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image of the synchroseal instrument does not show any damage, and the side of the synchroseal instrument has all components still intact. The fae noted that the provided image might not be the actual synchroseal instrument that had reportedly failed. The synchroseal instrument lot number and batch sequence number were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. The synchroseal instrument is a single-use device. In addition, the customer site information cannot be verified at this time. This complaint is being reported due to the following conclusion: it was alleged that the synchroseal instrument had a 2.5 mm washer broken off the device. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that the synchroseal instrument had a 2.5 mm washer broken off the device. Reportedly, this incident happened at another, unknown site. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to request additional information related to the event. However, as of the date of this report, no further details have been received.